Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent undersensing of very fine ventricular fibrillation (vf), and device transmission indicated that the patient went into cardiac arrest. Anti-tachycardia pacing (atp) and six shocks were delivered appropriately, breaking the rhythm. Therapy was not exhausted and there was no significant delay to therapy. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding actions/interventions and patient outcome. If information is provided in the future, a supplemental report will be issued. Correction to h6: impact code f10 added.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding actions/interventions and patient outcome. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent undersensing of very fine ventricular fibrillation (vf), and device transmission indicated that the patient went into cardiac arrest. Anti-tachycardia pacing (atp) and six shocks were delivered appropriately, breaking the rhythm. Therapy was not exhausted and there was no significant delay to therapy. This ICD remains in service. No additional adverse patient effects were reported.